Event description:
A customer reported unexpected negative reactivity when testing a patient sample with on capture-r ready ID (crrid) lot id144 on the galileo. All cells on the panel were reported as negative. No adverse event occurred as a result of the unexpected negative.

Manufacturer narrative:
Review of instrument images: crrid reaction strengths and image descriptions: a01, 11, visual negative; b01, 11, visual negative; c01, 14, visual negative, slight adherence around button; d01, 8, visual negative; e01, 9, visual negative; f01, 12, visual negative; g01, 9, visual negative; h01, 11, visual negative; a02, 9, visual negative; b02, 12, visual negative; c02, 9, visual negative; d02, 8, visual negative; e02, 9, visual negative; f02, 11, visual negative. A service call was made. Performed galileo unexpected reaction check. Checked and cleaned washer manifold. Performed qc testing - passed. Customer tested sample to verify instrument operation. Instrument is operating within specification.